Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had keypad issue. There was no patient involvement.